Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they were seeing poor communication screen. Patient services had them disconnect the antenna and they continued to see the poor communication screen. A new programmer was sent to resolve the issue. Additional information received on 2020-may-04 from the patient stated that they got the new controller and they are still seeing the poor communication screen. The patient also stated that they have not felt the "throbbing for the implant" in some time. Patient is going to call the managing hcp to check the device. No further complications were reported or anticipated.